Event description:
It was reported that there was an event associated with an interruption of communication or power between pc unit and modules due to apparent damage or corrosion to the inter-unit interface (iui) connectors. The customer ordered new parts and fixed the issue. The issues were found either during preventative maintenance or before the nurse started the infusion. There were no patient involvement.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 12/12/2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause for the reported issue that there was an event associated with an interruption of communication or power between pc unit and modules due to apparent damage or corrosion to the inter-unit interface (iui) connectors was not determined because no product or device logs were returned. The reported issue that there was an event associated with an interruption of communication or power between pc unit and modules due to apparent damage or corrosion to the inter-unit interface (iui) connectors could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was an event associated with an interruption of communication or power between pc unit and modules due to apparent damage or corrosion to the inter-unit interface (iui) connectors. The customer ordered new parts and fixed the issue. The issues were found either during preventative maintenance or before the nurse started the infusion. There were no patient involvement.